Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device evaluation could not be performed because the device was not returned. Investigation of production records and adverse events data could not be performed because lot information was unavailable. Although the device investigation and lot history review could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. It was inferred that anatomical condition and/or wire manipulation technique most likely contributed to vessel perforation. Instructions for use (IFU) states: [warnings] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
According to a case report titled " sealing of a dual feeding coronary artery perforation with homemade spring guidewire" in cardiovascular intervention and therapeutics (2015) 30:347-350, an asahi guide wire caused perforation during a pci to treat a cto in the lad. It was written as follows: "a (B)(6) gentleman was referred to our institution for recurrent chest pain on exertion. His traditional risk factors were hypertension and hypercholesterolemia. Coronary angiogram demonstrated left dominant coronary arterial system, short left main (lm), cto at lad and severe stenosis at proximal lcx. The posterior descending artery was from lcx. Stage pci was performed with initial attempt by implantation of a 4.0 9 18 mm drug-eluting stent from the lm to lcx proximal in (B)(6) 2012 (fig. 1a). Four month later, another effort to cross the cto at the lad by retrograde approach from lcx (fig. 1b). Microcatheter corsair (asahi intecc co, tokyo, japan) with a sion guidewire (asahi intecc co, tokyo, japan) was used to track the collateral channel retrogradely as far as possible until occlusion area was reached. Then the guidewire were substituted to fielder fc (asahi intecc co, tokyo, japan) and then escalated to conquest pro-12 (asahi intecc co, tokyo, japan) and were able to cross the total occlusion lesion at lad from retrograde approach using the reversed controlled antegrade and retrograde subintimal tracking (cart) technique [8]. Then guidewire sion was introduced antegradely to cross the lesion that we thought to be the distal lad, but actually it was in the septal collateral channel. The tips of the gw were not noticed during procedure that has caused the perforation (fig. 1c). After subsequent balloon dilatation, three drug eluting stent (3.5 9 18, 3.0 9 38, and 2.25 9 18 mm) was deployed from proximal to distal lad. An unaware sion guidewire (asahi intecc co, tokyo, japan) from lad through septal branch caused an ellis grade iii perforation from the myocardium to pericardial space. Unfortunately, there were two feeding arteries from the lcx and lad supplied the perforated area made the collection of blood in the pericardial space increase very quickly (fig. 1d). The procedure end up with patient complained of diaphoresis and dizziness with blood pressure dropped to 60/40 mmhg. Echocardiography showed a huge pericardial effusion and subsequent emergent pericardiocentesis was performed to drain around 400 cc of blood initially. Concurrent autotransfusion was made to compromise the immediate collection of blood pool in the pericardial space. Protamine was given to reverse the heparin effect. Low pressure balloon inflation was deliberately inflated at the distal collateral channel from lcx branch and mid-lad prior to the perforated septal branch to stop the flow to the perforated vessels. However, the ischemic burden of occlusion limited the use of the balloon inflation. Fat embolism was delivered via the distal lcx collateral channel but it did not successfully seal the perforation. As the microcoil was not available at this instant, we modified the tip of the spring guidewire run through ns (terumo, tokyo, japan) as a microcoil (fig. 2) to be inserted through a microcatheter finecross (terumo, tokyo, japan) to the septal branch of lad and distal part of lcx branch to minimize the arterial feed to the perforation area (fig. 3a). Angiography showed no flow from the septal collateral channel and minimal flow from the distal lcx collateral channel. This method is able to control the bleeding well; the blood collection from pericardial space has been minimal (less than 20 cc per hour). After 3 h, when the microcoil available, we inserted 2 microcoil embolization 3/2 mm (cook, in, USA) to the distal part of lcx branch to complete hemostasis of the perforated area (fig. 3b). Final angiography showed the timi 3 flow in the lad and lcx, and sealed both the feeding collateral channel arteries to the perforated area. Monitoring echocardiography was done every 30 min to ensure the pericardial effusion did not build up again. The patient was discharged after 3 days, and on the follow-up a week later he did not show any pericardial effusion. The patient was well and no angina was observed on the subsequent follow-up 3 months later. He was able to do bruce protocol exercise stress test for 6 min without sign of ischemia."